Manufacturer narrative:
The customer declined a replacement and the transducer remains at the site. Since the device was not returned, no failure analysis could be performed.

Event description:
A customer reported an s7-2 omni model transducer had an articulation issue during use. There was no injury associated with this event.

Manufacturer narrative:
Following submittal of the previous emdr, additional information was received from the customer site regarding this incident. The field service engineer inspected the suspect transducer and noted the device had been damaged by the customer and was not in clinical use at the time of failure. The customer has continued to decline a replacement and the transducer remains at the site.